Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on (B)(6) 2014 black box recorded multiple ¿loss of prime¿ warnings due to low, non-zero, force sensor readings. The pump was exercised for 24 hours at 1 unit/hour with no ¿loss of prime¿ warnings or other eaws observed. Investigators checked force sensor calibration and the pump was found to be within calibration at 173. Unable to duplicate customer complaint. Returned battery cap used for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.